Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty force sensor resistance (gold). Insulin pump passed basic occlusion and displacement test. Insulin pump passed self test, off no power test and all operating currents tested within the specific range.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had the failed battery alarm and after the insulin pump alarmed low battery less than 2 days, inserted a new battery, but pump did not turn on. The blood glucose at the time of the incident was 370 mg/dl. The customer was performed with troubleshooting. The device will be returned for analysis.